Manufacturer narrative:
H3, h6: results of investigation: the revision surgery was completed due to a traumatic fall by the patient. There were no reported issues related to the implants, as the patient was reported to be recovering well and being very active post-op. Investigation update: as correction action a voluntary market removal will be performed for the engage cementless partial knee system due recent complaint data that indicates that the revision rate may be trending higher than corresponding similar devices in global joint replacement registries. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action may be indicated.

Event description:
It was reported that, after a partial knee replacement surgery performed on (B)(6) 2021, the patient experienced a traumatic fall 4 months post-op. The patient reportedly knocked himself unconscious and experienced increased knee pain after the fall. Due to the traumatic fall, the femoral component, size 6 - left medial was compressed into the bone surface and was no longer sitting on top of the bone. The femur reportedly appeared to be inset due to force applied during the fall. Patient underwent a revision surgery on (B)(6) 2021 and the femoral component, size 6 - left medial, the tibial insert, size 5, left medial, 10mm and the tibial anchor stem, size 5-6 were successfully removed and replaced. Surgeon decided affinium 3d coated tibial tray, left medial, size 5 was not loose and elected to keep it. Current health status of the patient is unknown.

Manufacturer narrative:
Smith & nephew, inc., has initiated a field action to voluntarily remove the engage cementless partial knee system from the market. This complaint was originally processed in the engage surgical complaint management system prior to acquisition by smith & nephew, inc. The event has been reassessed and is being retrospectively reported in association with the field action. Additionally, the investigation of this incident previously conducted by engage surgical has been re-opened for review. A supplemental report will be provided upon completion of further investigation activities by smith & nephew, inc.